Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) talked to the customer and confirmed a speaker malfunction and no sound. Based on the information available and the testing conducted, the cause of the reported problem is speaker malfunction. The reported problem was confirmed. The customer was provided with a quote, however multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker is not producing any sound. The device was not in clinical use at time of event, no patient involvement.